Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that the batteries were causing the issue, and the device will not be sent to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently power up and prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.